Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right atrial (ra) lead recorded several signal artifact episodes in which the minute ventilation feature was disabled. This lead was also noted to have exhibited low out of range pacing impedance measurements. Programming options were provided and the lead remains in service. No adverse patient effects were reported.